Event description:
On (B)(6) 2009, the pt underwent emergent endovascular repair of a thoracic aortic dissection using gore tag thoracic endoprosthesis. It was reported that the procedure ended with no issues. On (B)(6) 2012, the pt underwent an additional implantation of a tag to repair the type 3 endoleak between the two tag devices. The pt tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event (B)(4).